Event description:
The sales rep, (B)(6) reported on behalf of the customer that during a mantis case the tab at the top of one of the 6.5x45 screws has broken off while the surgeon was trying to persuade the rod onto the screw. She added that as a result that had to remove the screw entirely and insert another one. No adverse consequences reported.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.